Manufacturer narrative:
An isi field service engineer (fse ) was dispatched to the facility and was able to confirmed the reported issue. The fse tightened and cleaned fiber connector on psc side and left customer a backup cable. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy procedure (post anesthesia and post port incisions), the patient side cart (psc) was not connecting to the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to swap the blue fiber cable from one of the surgeon side consoles (ssc) to the psc and perform an emergency power off (epo) on the patient side cart (psc) and reset the breakers, however, the issue persisted. Intuitive surgical, inc. (Isi) contacted the clinical sales manager (csm) and obtained the following additional information: the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi contacted the technical support manager and obtained the additional information: the customer was performing a hybrid type case. During the lobectomy procedure (non-robotic portion), was when the customer experienced the problem. Isi cannot determine if system functionality was checked prior to the patient being placed under anesthesia.